Manufacturer narrative:
The reported device was returned for product evaluation. The product was received inside a plastic bag without its original open packaging. Visual inspection found the device to be in good condition with no abnormalities or faults observed. During functional testing, a syringe and pressure gauge were utilized to fill the cuff with air; no immediate loss of pressure in the cuff was observed. The inflated cuff was then left to rest for a one hour period. After one hour, the device was inspected. No cuff reduction was observed; the cuff remained fully pressurized. No fault was found with the returned device; therefore, no evidence was obtained to suggest the reported event was related to an intrinsic product problem.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported the listed tracheostomy tube was checked for leaks prior to intubation, and no leaks were observed. After a few hours of use, the tracheostomy tube was found leaking at the cuff. According to the reporter, air was added to the cuff, but the cuff would not stay inflated. The tracheostomy tube was replaced. The reporter indicated that no adverse health effects occurred as a result of event. User facility contact information will be requested.